Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the following section was corrected: d4 (from (B)(4)). The event is confirmed. Visual inspection of the returned device shows signs of repeated use (nicked and scratches) and the impactor pad has fractured off. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode and align with a zrm in which an overload fracture failure mode was identified. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a cr impactor pad fractured in two pieces during a femoral trial insertion. A second set of instruments was opened to use the backup piece for the implantation. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained.